Event description:
It was reported that the physician identified an inflatable penile prosthesis (ipp) pump that is not functioning properly. The ipp was explanted. No patient complications were reported.